Manufacturer narrative:
Unit was received with broken reservoir tube lip, missing o-ring reservoir tube lip, cracked end cap and belt clip slot, missing end cap sticker, and minor scratches on lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the thing that holds the reservoir in the insulin pump was cracking. The round piece that helps the reservoir stay was coming out. The gasket was probably half an inch. The o-ring was missing a piece. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.